Manufacturer narrative:
Concomitant medical product: w3dr01 ipg implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, undefined bipolar and unipolar impedance qualified as high, intermittent capture, short v-v intervals and a fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.